Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for compromised force sensor system. The customer¿s blood glucose level was unknown. Customer reported that drive support cap was normal. Customer reported that during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.